Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper separated from the bd¿ syringe with needle plunger before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the stopper separated from plunger."

Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for provided lot number 1902169 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As no samples were available for return, our quality team was unable to complete a thorough sample investigation. Based on the provided customer feedback, the reported issue is not possible for the discardit syringe, as this type of syringe does not have a stopper component. If additional information becomes available regarding the product or the incident, our quality team can further evaluate this issue. H3 other text : see h.10.

Event description:
It was reported that the stopper separated from the bd¿ syringe with needle plunger before use. The following information was provided by the initial reporter, translated from chinese to english: "the stopper separated from plunger."